Manufacturer narrative:
Correction to the previously submitted date of 11/01/2019 to 11/13/2019. (B)(4). Correction to previously submitted a simulated use test was performed by running the set on an amia device with no alarm/issues noted. The sample was loaded and fluid was observed in the unit during prime. Fluid should be present in the unit during prime. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: one (1) actual sample was received for evaluation with the clamps closed and the tubing lines were cut off from the cassette. A visual inspection with the naked eye noted fluid in the sample. Functional testing, including leak, clear passage and clamp function testing were performed with no issues noted. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that moisture observed within a homechoice automated pd set with cassette. It was further reported that the nature of the fluid was unknown, and this alleged product defect was identified out of the disposable packaging and prior patient connection to the automated peritoneal dialysis (apd) therapeutic system. There was no patient involvement. No additional information is available.